Event description:
It was reported that the procedure was cancelled. An angiojet solent dista catheter was selected for a thrombectomy procedure. During priming, an error message occurred. The catheter never entered the patient but was already sedated when the issue occurred. No other catheter was available so the procedure was cancelled. No patient complications were reported.